Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years and 4 months after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient was found to have stenosis with an aortic valve area index of 0.5 cm2, peak gradient of 98 mmhg, valve underexpansion, and severely calcified, thickened, restricted leaflets. A valve-in-valve procedure was successfully performed with a 23 mm sapien 3 ultra resilia valve. The patient was discharged after the procedure. The device is not being returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was confirmed based on imagery provided. As the process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Per report, the patient medical history includes aortic stenosis, diabetes mellitus, and hyperlipidemia. It is known that patients with these comorbidities have a high risk of developing stenosis. Available information suggests patient factors likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.